Event description:
The user reported a split on the catheter that was found during setup of a dialysis machine. The user reported that the dialysis machine alarmed during setup. The catheter was replaced. No harm or injury to the patient was reported.

Manufacturer narrative:
One device was returned for evaluation. The evaluation has not been completed. A follow up report will be sent when the evaluation has been completed.